Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of spinal pain and peripheral neuropathy. It was reported the patient suffered a stroke on (B)(6) 2019 and needed to get an MRI. The patient had both deep brain stimulation (dbs) and sacral nerve stimulation (scs) devices and could not have a CT due to allergies. The caller was unsure if the stroke was related to the devices.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.